Event description:
Office visit and internal cardiac defibrillator check done. The atrial lead of the device was found to have poor pacing thresholds and revision would be necessary. Two days later, revision of the atrial lead was performed. The lead was freed from the lead anchor sutures and repositioned within the right atrial appendage. The pacing and sensing thresholds were performed and found to be excellent.

Event description:
Add'l info rec'd from MFR 8/14/00: the lead model 4244 was repositioned and remains implanted. Follow-up with the rptr has found that the pt fully recovered and has experienced no further adverse events.